Event description:
Same case as MDR #6000093-2006-02134 and 6000093-2006-02133. It was reported by the patient's mother that 2 years and 4 moinths following a coronary drug eluting stenting treatment procedure, the patient experienced chest and arm pain, and has polyarthritis and polycythemia. The patient had a 4.0x20mm and a 4.0x8mm express2 bare metal stent and a 3.5x16mm taxus express2 drug eluting stent implanted in an unspecified vessel. Two years and four months after this procedure, the patient's mother reported that the patient has "chest pain and pain in both arms that is excruciating". The patient's mother reports that the patient has polyarthritis, polycythemia and cardiovascular disease. The mother reports that the patient was started on plavix. Follow up was initiated with the physician's office. The physician's office. The physician's nurse reports that they were unaware of this concern and stated she would contact the family and offer an office visit. The physician's nurse reports that the patient was last seen in the physician's office in july 2006.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch 6448524 found that the device met its material, assembly and product specifications, at the time of release to distribution.